Event description:
The device was used during a low anterior resection (double stapling technique). It was reported by the affiliate that the difficulty occurred during super double stapling with ax55 and cdh33. It was reported by the affiliate the surgeon fired the cdh33 with tactile feedback without difficulty. He then found leakage from the large intestine and found no staples around the tissue. The reanatomosis was done by suturing, and a covering colostomy was placed in patient. Additional information received on 3/5/97. It was stated that since minor leakage continues from the anastomosed lesion, reoperation to create permanent colostomy may be needed. Additional information on 3/14/97. Affiliate provided additional information. It was stated that unfortunately reoperation to create permanent colostomy was performed last week, since tissue condition was not good.